Event description:
The user reported a ticking sound and soft background noise in the last few months on the right side when the audio processor was on and activated. Several exchanges of the external device did not provide any improvement. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a ticking sound and soft background noise in the last few months on the right side when the audio processor was on and activated. Several exchanges of the external device did not provide any improvement. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturers experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.